Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. (B)(4). Reporter phone number unknown.the manufacturer¿s international service technician confirmed the reported led issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green light emitting diode (led) lamp flickered. There was no patient involvement. The event date was not specified; estimate used.